Event description:
In 2009, the patient's wife reported the patient has had elevated blood glucose readings for the past couple of months. She had no further information and was asked to have the patient call. Eight days later, the patient reported, he has to press the up/down buttons on his insulin infusion device multiple times before they responded. He said sometimes he will press the buttons and hear the beep immediately but sometimes he has to press the buttons many times before getting a response. He states, he has had elevated readings (no values given). He stated he switched to another infusion device and his readings have returned to his normal range. Product was replaced and requested to be returned for evaluation.